Event description:
It was reported that the receiver cable on the itrak 3500l failed during case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed replacement receiver cables. The system was tested and found to be working as intended. The system was placed back into service.